Manufacturer narrative:
Samples of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements. A product inquiry records review was conducted and there have been no other inquiries of any type received involving these lot numbers.

Event description:
Suture breakage. Customer reports that suture broke during surgery for anterior/posterior colporrhaphy/bladder suspension. As a result of the suture breakage, surgery was extended up to one hour. There were no other reported consequences to the pt.